Manufacturer narrative:
The reported field event of back up vvi mode was confirmed in the laboratory via review of the device image. The device image was reviewed and the reset was found to have been caused by multiple hv charges that depleted the battery. The device was tested on the bench and no anomaly was found. The root cause of the reset was normal battery depletion that was rapid due to the number of high voltage charges.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the device was in back up vvi mode. 56 vt episodes with 6 shocks was noted on the electrogram and the battery voltage was below eri. The device was explanted and replaced. The patient's condition was good after the event.